Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the atw35 the device locked out for no apparent reason. The device was loaded with a new cartidge and another lockout occurred and device would not fire. A second device was opened and the case was completed without incident. There was no consequence to the pt.